Event description:
Additional information was received reporting that the coil could not be delivered but was stuck in the microcatheter. The catheter resistance was in the middle of the catheter. The issue was only in the microcatheter. Hcp did not use an instant detacher. Additionally, the concerto was stuck in the microcatheter and the process to release it could not be started. The first coil diameter of 20mm was stuck in the microcatheter, so hcp before using the second concerto diameter 20mm flushed the microcatheter a lot but even with this, the second concerto got also stuck in the microcatheter. The pushwire was not damaged and hcp was very careful on moving the coil gently forward in the microcatheter. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the coil concerto helix 20mm x 50cm, two coils became stuck in a microcatheter terumo progreat 2.4fr, and the healthcare professional (hcp) was unable to deliver them. For one of the coils there was coil resistance and non-detachment, and a manual attempt at detachment via hypotube was made. Another instant detacher was not tried. The patient experienced no symptoms or complications, and the outcome was that the patient was alive with no injury.

Manufacturer narrative:
H3: product analysis of pv-20-50-helix, lotno:b813281 as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a sealed tyvek biohazard pouch; within an opened concerto implant coil inner pouch. The concerto implant coil was returned within the introducer sheath. Visual inspection/damage location details: the actuator interface was found to be intact and attached to the coupler tube. There did not appear to be evidence of mechanical detachment using an instant detacher at this location. The concerto pushwire was found to be bent at ~1.0cm, at ~48.8cm, kinked at ~85.8cm and at ~127.3cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. Conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed successful using a third concerto coil.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.